Event description:
It was reported that a pump was alarming for a system error 105. There was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through the history log but could not be reproduced. Upon investigation it was found that both motor bearings were beginning to fail. Also, wear marks were found on the motor camshaft in the area that sits inside the outer bearing, which will cause a system error 105. As a result, the motor was replaced.